Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they still have misalignment of their bottom teeth and open bite. At check in they marked true to tooth discolored, jaw discomfort and sensitivity. Patient found to have discoloring/staining/decalcification on teeth #8 and 9 in photos. Patient has veneers which is a contradiction for treatment and their right side of jaw click/locks.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.